Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's lead was coming out of the epidural space. Surgical intervention was undertaken on (B)(6) 2024. During the procedure, the lead was unable to be revised due to scar tissue. As a result, the lead and ipg were explanted.